Event description:
Physician reported right side "rupture" diagnosed via ultrasound. The device was explanted and replaced.

Manufacturer narrative:
Phone number: (B)(6). Continued email: (B)(6). Continued: f2203 - imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "ruptured implant on right side on ultrasound". Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported right side "rupture" diagnosed via ultrasound. The device was explanted and replaced.